Event description:
On (B)(6) 2021, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed (B)(6) 2021 allegedly due to an odor from the wound. There were no other signs of infection; however, the physician did note some swelling to the area and cultured the wound. The results of the culture are still pending. The patient was not sure what caused the odor, but it had resolved and was placed back on the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On (B)(6) 2022, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was on hold allegedly due to an increase in wound size. The patient stated the wound was previously healing; however, started to increase over the past couple weeks. The patient states the culture results confirmed an infection and has been on antibiotics. On (B)(6) 2022, the following information was reported to kci by the nurse: the physician's notes do not indicate wound has increased in size, and the patient has a scheduled follow-up today. On (B)(6) 2022, the following information was reported to kci by the office manager: the office manager was unable to determine the cause of the infection and alleged the activ.a.c.¿ ion progress¿ remote therapy monitoring system may have contributed to the infection. The patient was under the impression that the wound was getting larger and stated that was inaccurate. The patient was placed on antibiotics (amoxicillin) on (B)(6) 2021 and the infection resolved by the next follow-up visit on (B)(6) 2022. The patient received a scheduled debridement as part of their wound regimen and confirmed the representatives performing the dressing changes have been trained. The wound continues to show improvement. The depth has improved by 50% and the width by 33% as of (B)(6) 2022. A device history record review of v.a.c.® granufoam¿ dressing lot number 9190886v009 is pending completion. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending return of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation is pending return of the device. Device labeling, available in print and online, states: wound infection call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 20-jan-2022, a device history record review for v.a.c.® granufoam¿ dressing lot number 9426897v011 was completed. All end release testing of the product and packaging met specifications. On 09-feb-2022, a device history record review for v.a.c.® granufoam¿ dressing lot number 60310112v010 was completed. All end release testing of product and packaging met specifications. On 02-nov-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. The patient declined to return the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Additional information regarding v.a.c.® granufoam¿ dressing lot number 9426897v011: d4 lot #: 9426897v011, d4 expiration date: 31-aug-2024, d4 unique identifier (UDI) #: (B)(4), h4 device manufacture date: 15-sep-2021. Additional information regarding v.a.c.® granufoam¿ dressing lot number 60310112v010: d4 lot #: 60310112v010, d4 expiration date: 30-jun-2024, d4 unique identifier (UDI) #: (B)(4), h4 device manufacture date: 27-jul-2021 . H3: other (code unspecified, describe in h10): the patient declined to return the device; therefore, a device evaluation could not be performed. Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device history record reviews of v.a.c.® granufoam¿ dressing lot numbers 9426897v011 and 60310112v010 met specifications. The device passed quality control checks before placement. A device evaluation could not be performed.